Manufacturer narrative:
Other, other text: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed all labels were still intact. No physical damaged was found on the device. Reviewing the event log it confirmed that there was a record of occurred "key stuck" when the pump turned on, and repeated power on/off 5 times, presumably caused by a reported failure on (B)(6) 2023. Function test could not confirm the customer reported issue. As a preventive measure, reinstalled the software. Product is beyond 8 years from manufacture date of 2014-12 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the cadd pump continuously alarmed. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.